Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Block h11: investigation results the device was not returned for analysis and was reported to be disposed; therefore, a technical analysis could not be performed. With all the available information, boston scientific concludes that the reported event of wire break could not be confirmed. The device was not returned because it was reported to be disposed. Without analysis of the actual device, there is a lack of objective evidence, or descriptive conditions of the event required to determine a probable root cause of the event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the cutting wire of the autotome rx 44 broke when the physician was trying to make a cut. The procedure was completed with another of the same device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be fully recovered.